Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her pump is not working properly. The customer stated that her pump had a failed battery test. The customer stated that whenever she puts in a new battery in the pump, it declines the battery. The customer stated that she has also been receiving no delivery alarms. The customer stated that the other day she was low and the pump did not alert her. The customer was unable to troubleshoot.